Event description:
It was reported that a light sensitive drug set leaked from its tubing. This occurred when the device was about to be connected to the patient's catheter. A patient was reportedly involved. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with no issues noted. A gravity test was performed with no issues identified; the solution flowed correctly through the tubing, and no leak was found. The set was inserted into a colleague pump for a functional test, and the set was found to meet specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.